Manufacturer narrative:
Email: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via device tracking form, right-side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b4, d9, h3, h4, h6 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: deflation: observed a crease smooth opening on anterior side assessed to a fold flaw opening. Additional observations: crease fold observed in the surface, wear abrasion observed in the surface of the shell., yellow particles observed inside the device, no further actions are required as the device was implanted.

Event description:
Healthcare professional reported via device tracking form, right-side deflation. The device has been explanted and replaced.